Manufacturer narrative:
Other relevant device(s) are: brand name: micra ,model #: mc1vr01-delsys/ expiration date: 28-dec-2020 / serial#: (B)(4), UDI #: (B)(4), device available for evaluation: no, mfg date: 18-jul-2019, labeled for single use: yes, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient died after the implant procedure for a leadless implantable pulse generator (ipg). The patient had developed cardiac tamponade, acidosis and pulseless electrical activity (pea) immediately after the implant procedure. Reportedly,the leadless ipg was successfully implanted after three unsuccessful attempts.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.